Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, " was giving electrical shots and reactions on his arm." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Customer stated that the sensor was giving electrical shots and reactions on his arm. No evidence of burn marks or any other abnormalities was observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor pcba (printed circuit board assembly), no issues were observed. Further investigation was conducted, where a visual inspection was performed by using a digital microscope, no visual anomalies were observed on the return sensor. The sensor was observed to be in sensor state 8 (error_termination). The returned sensor battery voltage was measured to be within the specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. The current was applied to the sensor to perform accuracy testing while in the test fixture. However, accuracy test did not pass due to saturated readings observed during testing. A poise voltage test was performed, and the measured poise voltage was fallen within the specification range. This result indicated that there were no issues with the asic¿s (application specific integrated circuit) power-related circuitry. Sensor thermistor test was performed, and the measured temperature difference was within specification range, which confirming proper thermistor functionality. A power consumption test was performed, and both were within specification. These results indicate that the returned sensor did not draw excess current in either the activated or inactivated state. The returned sensor passed temperature and current consumption testing. There were no issues with circuitry related to power which indicated that there could not be a sudden power spike that could cause electrical shock. No evidence of electrical overstress, thermal damage, or abnormal current drawing was identified during the investigation. Visual inspection showed no signs of burning, smoke, or physical damage. The accuracy test did not pass; this failure was not attributed to power signal functions and sensor performance. The absence of this condition in the initial scan further confirms that this issue was not an out-of-box condition. Based on the investigation results, no evidence of a product malfunction was observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, " was giving electrical shots and reactions on his arm." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.